Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer experienced intermittent, elevated blood glucose (bg) levels ranging from 300-500 mg/dl. Reportedly, the reason for the elevated bg levels were because the customer would incorrectly count carbohydrates. The customer reported having a scale to help address and manage bg levels.